Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The customer replaced the sodium electrode, reference electrode, opened fresh calibration standards, and performed an enhanced manual cleaning if the ise (ion-selective electrode) unit which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erratic sodium patient results for two (2) patients on their au680. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment. There was no report of injury or death associated with this event. The customer provided data of the two patients.